Event description:
On (B)(6) 2012, the patient was treated with gore excluder aaa endoprostheses for an abdominal aortic aneurysm. During the procedure, a gore excluder aaa endoprostheses trunk-ipsilateral leg component was deployed. The physician applied more force than intended and the device landed 1 cm proximal of the intended position and covered the renals. The physician was able to pull the device back down to the intended position with a coda balloon. The procedure was completed and the aneurysm was excluded. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.